Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a protrusion was noted. The target lesion was located at the left atrium. A 7-110-2.5-8-10 k2 blazer prime¿ xp was selected for use. During the procedure, prior to insertion, a small metallic protrusion was noted at the side of the device. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.